Event description:
The customer contacted baxter's technical service center regarding a connection issue that occurred during fill 2 of 4 on the homechoice. The patient stated that his patient line had disconnected from his transfer set as he had fallen. He then reconnected back to the set up. The technical services representative (tsr) had the patient close the transfer set and clamps, and then assisted to end therapy. The tsr advised the patient to call his nurse regarding the event. The patient ended therapy. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). (B)(6). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a connection issue was confirmed. The root cause was use error. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.